Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump had a beep anomaly. The patient's blood glucose last night was 56 mg/dl and her blood glucose in the morning was 296 mg/dl. Troubleshooting was initiated for the beep anomaly. The customer stated that the device was beeping but when she checked the reservoir there was still insulin left. The customer was assisted with setting the alert type to vibrate since she is legally blind. However, when the self test was performed on the unit the test failed. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No beep anomaly noted. No cosmetic damage noted.